Event description:
A customer reported that alarm 20 occurred on their insulin pump during use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with trying to load a new cartridge, but the alarm recurred, so the pump was not able to resume insulin therapy. A replacement pump was arranged, and the customer will use multiple daily injections as backup therapy. Technical support provided instructions for storing the pump and returning it with a prepaid label.